Manufacturer narrative:
Device component codes relates to device problem code for the reported event of fiber connector overheats. Mfg. Site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was to be used during in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis laser with the first settings of 4 mj, 4 hz and 8 watts. According to the complainant, during preparation and outside the patient, there was no energy coming out from the laser fiber when it was activated. The connector of the laser fiber was noticed to be hot when it was disconnected. There was no burn injury to the nurse/physician. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on april 20, 2018 that an accumax 200 laser fiber was to be used during in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis laser with the first settings of 4 mj, 4 hz and 8 watts. According to the complainant, during preparation and outside the patient, there was no energy coming out from the laser fiber when it was activated. The connector of the laser fiber was noticed to be hot when it was disconnected. There was no burn injury to the nurse/physician. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. Functional analysis revealed that the aiming beam was extremely weak indicating a clean break within connector. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.